Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues, which triggered a system lead safety switch (lss). Technical services (ts) was consulted and recommended reprogramming and/or revision. The lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).